Event description:
The customer reported that while running a hepatits surface antigen assay, summit sample handler did not aspirate or dispense enough sample into well position f1. No error message was given. An field service engineer was dispatched. No death or serious injury was associated with this event.